Event description:
It was reported that all of the pcu was giving a network error (error code 600.6835). There was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
Investigation summary: the report of an error code 600.6835 was confirmed in the log; however, there were no recent occurrences of the errors and the events at the time of the occurrence could not be reviewed due to the pcus¿ event logs had been overwritten. Testing performed on the suspect pcus found all pcus received wireless network parameters with no errors or malfunctions. ¿ the review of the suspect pcus error log identified entries of the error code 600.6830.5; however, events leading to the ¿log only¿ malfunction could not be reviewed. The returned pcus event logs had been overwritten due to continued use. ¿ the 600.6830.5 (cib configuration failed) is a ¿log only¿ event and does not affect the functionality of the pcu. ¿ an error code 600.6840.5 (cib connect failed) was identified on all pcus and was observed occurring as the pcus entered maintenance mode. ¿ this is an expected behavior as network connectivity is disabled in maintenance mode. ¿ testing performed on the suspect pcus found the device successfully accepting the test network parameters. ¿ during testing there were no observation of an error 600.6865. ¿ the suspect pcus successfully joined and communicated on the test network. ¿ external and internal inspection found no irregularities related the reported complaint. ¿ bd alaris system with guardrailsv12.3.1 user manual ¿ troubleshooting (page 555) states, ¿the pcu will continue to operate without wireless functionality¿. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported error code 600.6835 was not identified. Thorough testing of the suspect pcus failed to produce the error. Additionally, the suspect pcu were configured with network parameters for the bd test wifi network. All suspect pcu successfully communicated on a test wifi network with no errors or malfunctions. Note that imdrf annex a1801, c0601, d01, d15, g02017, g04037 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that all of the pcu was giving a network error (error code 600.6835). There was patient involvement but no harm.